Event description:
The dr. Reported that he had a perforated arcuate incision during procedure #8514. Dr. (B)(6) continued with surgery and placed a bcl. No sutures were needed.

Manufacturer narrative:
Measure: this only impacts this specific device and does not impact any other field devices at this time. Analyze: cas, reviewed procedure #8514. Suction ring placement was well center with adequate suction to the eye. Moderate patient movement is first noted in frame #12 during the capsulotomy and continued for the rest of the procedure. Ak #1 began in frame #26 and ak #2 began in frame #37. Root cause: moderate patient movement likely contributed to the poor localized imaging resulting in the corneal perforation. Laser functioned as designed.